Event description:
It was reported that there were question marks and "invalid data" messages on the interrogation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2007; 5076 implantable pacing lead, (B)(6) 2007. (B)(4).